Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the replacement of the implantable pulse generator (ipg) due to an unknown reason. The location of the device is unknown. No additional information is available at this time.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the replacement of the implantable pulse generator (ipg) due to an unknown reason. The location of the device is unknown. No additional information is available at this time. Additional information was received stating that the patient underwent the replacement of the ipg due to the requirement for full body magnetic resonance imaging (MRI) compatibility. The ipg was disposed by the facility, so it will not be returned for analysis. Postoperatively, the patient reported adequate coverage and felt happy. No additional information is available at this time.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.